Event description:
Cook medical reported for the dm, "the physician inserted and manipulated the evolution per IFU. It did its job in terms of severing the lesions that were holding in the lead. Upon removal of the device, they noticed that there was a tear in the vessel. Blood pressure dropped and emergency procedures were started." The pt required additional procedures to repair the torn vessel. A section of the device did not remain inside the pt's body. The pt expired 10 days after the procedure from multiple organ failures.

Manufacturer narrative:
According to information supplied to trackwise, this product is not being returned for evaluation. As the devices have not been returned for evaluation, the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined.